Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site to troubleshoot issue. It was found the imaging system was not communicating with the mobile view station (mvs). A replacement umbilical was sent to site. Fse replaced cable and test system after replacement. It passed all checks and was put back into use. The cable was returned to manufacturer for evaluation. Confirmed reported problem "mvs and imaging system computers will not talk to each other." Broken cable wire pin 1 and pin 2. No further issue reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported the imaging system and the mobile view station (mvs) would not communicate with the pendent on the imaging system, it was continuing to show 'waiting for mvs to initiate communication. The umbilical was replaced resolving the issue. There was no patient present when this issue was identified.